Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion and missing paint chips. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated and had missing paint chips. There was patient involvement; no patient impact.